Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 10.5 cm distal to the is-1 connector pin. A proximal and a distal fragment were returned for analysis. A medial fragment (approximately 8 cm length) was not returned. The analysis showed multiple abrasion marks along the lead fragments. In particular directly next to the svc shock coil the insulation was found damaged due to wear, which is assumed to be the root cause of the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as deformed shock coils, most likely resulted from the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted due to fracture which was approximately 1cm proximal to proximal end of svc coil. Lead laser extracted and replaced with competitive lead. No adverse patient events reported. Should additional information become available, it will be added to this file.